Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. It was observed that after the expected therapy time was completed, approximately 20% of the dose remained within the device suggesting the patient had not received their full medication delivery. The device had been filled with flucloxacillin 8g and citrate buffer in 230 ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.